Event description:
The tech alleged that the side rail is not latching. No pt impact.

Manufacturer narrative:
The tech found the side rail mounting bracket weldments is bent. The tech replaced the side rail mounting bracket weldments to resolve the issue.